Event description:
The product was used during a lung resection procedure. Reportedly, the instrument did not function properly. No pt injury reported.

Manufacturer narrative:
Device not available for eval.